Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -09.00/+2.0/082 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens will be removed and replaced with a shorter lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.